Event description:
Noted blood backing up into central line. Pump channel was flashing and alarming "channel error." Pump restarted and tubing changed to different pump channel. Simultaneously, patient had near syncopal episode while lowering head of bed for bedpan use- noted blank stare and garbled speech. Hypotensive from baseline. After milrinone infusing properly- patient returned to baseline.